Manufacturer narrative:
The reported event of device losing telemetry during implant was confirmed. Based on the information provided, it was determined bluetooth (ble) signal attenuation resulted in the signal quality moving to poor/extremely poor range post insertion and during posture calibration, where the patient is asked to change posture, causing a change in positioning of the device relative to the programmer.

Event description:
During an initial implant procedure, following insertion of the device, the bluetooth (ble) telemetry disconnected. A magnet was applied and the ble connection was restored. Additionally, was calibrating the posture algorithm, the ble telemetry connection was again lost. A magnet was applied again and the ble connection was restored. The patient was stable.